Event description:
Boston scientific received information that this right atrial lead was explanted due to an unknown product performance issue. A new right atrial lead was implanted. There were no adverse patient effects. Additional information and return request has been sent. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for the device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.